Event description:
It was reported that upon completion of veptr treatment, surgeon did a planned procedure to remove the veptr hardware and revise the patient to tlif t2-l2 fusion. While removing the hardware, the surgeon used a veptr temporary distraction peg to try to pull out one of the hooks. The tip of the peg broke off, and was retrieved immediately. He then used a second temporary distraction peg, and the tip bent trying to remove hook. He used a third peg, which also bent at the tip, but the surgeon did successfully remove the hook. Patient was revised to tlif t2-l2 fusion, and surgeon completed the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed a broken and missing tip. The 4.0 to 5.0 mm shaft is badly marked, scored, and scratched, especially near the tip. The laser etch exhibits minor unknown discoloration. The shaft has a brownish-red band near the knurled diameter. Based on the evaluation performed and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Additional information was received (B)(6) 2012. A product development event evaluation was performed. The design is appropriate for its intended use, to assist in distraction of the rib sleeves. Based on the event description, the instrument was used in a manner it was not intended for (as a tool to remove a hook), and broke during that use. Therefore, this complaint is invalid from a design standpoint.